Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had failed battery alarm on insulin pump. The customer¿s blood glucose level was unknown. The customer inserted a new battery and had received a failed battery alarm. The customer stated that they had failed battery alarm every other day. The customer was advised to revert to backup plan as per health care professional. The customer was advised to monitor pump. The insulin the pump will be returned for analysis.